Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data was collected from the device and analysis of the device memory found no anomalies. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alert triggered due to high superior vena cava (svc) and rv defibrillation coil impedance and there was suspicion the rv lead was not fully inserted into the connector header of the device. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Event description:
Further information was received, which indicated all therapies had been turned off and the pacing feature would continued to be used. The patient will be monitored and the rv lead and device remain in use. No patient complications have been reported as a result of this event.